Manufacturer narrative:
There were two blades associated with this complaint. One blade was returned for evaluation. It was visually confirmed that the blade had broken at the point where it connects to the shaft. Physical measurements performed on the blade confirmed conformance to required specifications. It was not possible to determine the definitive root cause for the breakage.

Event description:
It was reported that the blade broke at the point where it connects to the shaft. No adverse consequences were reported.